Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that the back of a martel printer had melted. Based on the information available at the time, there were no injuries associated with this event.